Event description:
During a coronary drug eluting stenting treatment procedure, the physician encountered difficulty passing a taxus express2 drug eluting stent through the catheter and also had difficulty releasing the stent. A stent strut was damaged. The physician used another taxus express2 drug eluting stent and cypher coronary stent to complete the procedure. There were no pt complications reported. The pt's status is reported as well.